Event description:
Patient presented back to the physician with continued erosion of the stimulation lead through the neck incision. Physician brought the patient into the or, repositioned the stimulation lead deeper beneath the tissue, sutured, and closed the incision. Two weeks later, the patient returned with an infection and ongoing extrusion of the stimulation lead. Physician tucked the stimulation lead in the clinic and prescribed antibiotics.

Event description:
Patient presented back to the physician with continued infection at the neck incision site and erosion of the stimulation lead through the skin at the incision. Physician brought the patient into the or and explanted the entire inspire system.

Event description:
Patient presented to the physician with the stimulation lead eroded through the skin at the neck incision site. Physician brought the patient into the or, repositioned the stimulation lead beneath the tissue, re-sutured, and closed the incision.